Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms and insulin pump was died. The customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer stated that the customer can able to clear the alarm, however they are not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 37 alarmed during rewind due to corroded motor home switch. No pump error 38 alarms noted during testing. Device received with corroded force sensor assembly.